Event description:
According to the reporter, during a laparoscopic oesophagectomy procedure, after using the handle from the first stage. On the 8th or 9th usage during the second stage, the purple reload fired, but when surgeon tried to pull back to open the stapler it did not open and was stuck. The stapler was test outside the field with a tan reload, but it did not open and was stuck. To resolve the issue, another handle and reload were used. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egia45amt - egia45amt egia 45 artic med thick sulu, lot# n3h2249y sig30ctavm - tri 2.0 sig30ctavm 30 CT vsclr med 12mm, lot# unknown h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted one stapler attached to one reload. The retraction knobs were partially advanced. The articulation lever was in the neutral position. The jaws of the reload were closed. No tissue could be seen in the jaws of the reload. The I beam and sled were not visible in the returned video. An attempt to fully retract the instrument was made, but the knobs did not retract. It was reported that the device did not open and was stuck. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that instrument was locked on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted that the instrument was engaged with the subject reload. The instrument firing knobs were retracted between the 30 mark and the clamp up position. The articulation lever was in neutral position. Functional testing noted that the retract knobs were fully retracted and the subject reload jaws were opened. The subject reload was unloaded from the instrument. The instrument was successfully loaded with a representative single use loading unit (sulu). The instrument successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. It was reported that the instrument locked on tissue and the jaws did not open. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The firing knobs were not fully retracted after firing the device. Please be sure to fully retract the instrument firing knobs to the home position to allow for release of the reload jaws. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.